Manufacturer narrative:
The reported event of failure to interrogate was confirmed. The device image revealed power-on reset (por) resulting in code corruption, backup operation and telemetry issue. The device was tested on the bench and no anomalies were found. The por did not reoccur during the entire analysis. The cause of the por could not be determined.

Event description:
It was reported that the device could not be interrogated while in box.